Event description:
It was reported that the ilet user deployed an infusion set with the adhesive backing still in place, preventing the set from adhering and interrupting proper infusion; the issue involved user handling during insertion and pertained to the cannula component. Insulin delivery was restored after guided replacement of the infusion set. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper procedure during infusion set deployment involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.